Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla and bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while bowing the device, the cutting wire disengaged and would no longer bow. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second hydratome rx 44, using the same generator and active cord. There were no user injuries nor patient complications reported as a result of this event.